Event description:
The patient reported gum recession due to the treatment. After visiting their dentist, they were informed that tooth #24 is unlikely to move due to underlying issues that haven't been addressed. The dentist indicated that the patient may need braces to properly move this tooth. Additionally, tooth #7 is still misaligned. The clinical team requested a letter of recommendation. Clinical notes mention the need for a tissue graft and the addressing of a fractured tooth.

Manufacturer narrative:
Note: an incorrect initial 3500a submission was inadvertently submitted for this MFR report #. All previously submitted information will be corrected by the data provided in this follow up. Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Customer stated that the upper aligner step 1 is cutting the upper inner lip.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.